Event description:
Boston scientific crm received information that this patient's spouse contacted technical services on may 22, 2009, to report that this patient expired in 2009. The spouse informed technical services that 30 minutes prior to the patient's death, the patient used an albuterol nebulizer for a cold. The spouse was informed by the emt and emergency room physician that the device was not working. The spouse asked technical services if there was a way to determine whether the device was functional. Technical services discussed the possibility of device retrieval and return for laboratory testing.

Manufacturer narrative:
Subsequently, this patient's latitude system detected three red alerts. High shock lead impedance in 2009 and about one week later. High rv pacing impedance in the same day. All of these alerts occurred following the reported date of the patient's death. Technical services was informed that the device had been retrieved from the crematorium and had been placed in close proximity to the latitude communicator. The communicator interrogated the device and the alerts (post-death) were identified. Boston scientific crm received information that the spouse was planning to bring the device to a neighboring cardiologist for the purpose of return to boston scientific's post market quality assurance laboratory. To date, the device has not been received at boston scientific's return products department. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.